Event description:
It was reported the patient observed a low battery message on her ipg. The ipg longevity was calculated to be approximately 40.9 months which would be around (B)(6) 2014. An sjm representative met with the patient and cleared the warning message. The warning message reappeared less than 24 hours later and the sjm representative cleared it again.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.